Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported: "the prosthetic element on the right is frankly degraded, with a picture of suspected incipient intracapsular rupture. There is a cystic formation in the lower right periareolar region measuring 8 mm" diagnosed via ultrasound, and "there is an inhomogeneous signal and hypointense streaks at the periphery, likely indicating intracapsular rupture of the shell." Diagnosed via MRI. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported: "the prosthetic element on the right is frankly degraded, with a picture of suspected incipient intracapsular rupture. There is a cystic formation in the lower right periareolar region measuring 8 mm" diagnosed via ultrasound, and "there is an inhomogeneous signal and hypointense streaks at the periphery, likely indicating intracapsular rupture of the shell." Diagnosed via MRI. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported: "the prosthetic element on the right is frankly degraded, with a picture of suspected incipient intracapsular rupture. There is a cystic formation in the lower right periareolar region measuring 8 mm" diagnosed via ultrasound, and "there is an inhomogeneous signal and hypointense streaks at the periphery, likely indicating intracapsular rupture of the shell." Diagnosed via MRI. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 3058747: - (B)(6): capsular contracture (e2303 capsular contracture and a010102 device appears to trigger rejection), crease/folding of implant (a040606 material invagination), granuloma (e2317 granuloma) and edema ( e2338 swelling/edema). Device not returned to device analysis. -2476793: pain, pain - ndr,varied injuries - ndr headache - ndr, depression - ndr, other-medical - ndr. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. Device evaluation: the device related to the reported event of rupture and cyst(s) was received on june 17, 2025 with lot number 3058747. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening and surgical damage. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2a, d2b, d6b, h6